Manufacturer narrative:
On 01/18/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon alleged an inaccuracy occurred. Near the end of the procedure when the surgeon deemed being 5 millimeters deep on the sinus. With knowledge of the alleged inaccuracy, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome. Noted was that the site was thinking the frame had been bumped.